Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(4) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 "patient care and management," addresses damage due to wear and fatigue of the driveline and outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. Incidental finding: a transient low speed event was captured on (B)(6) 2022 that did not last long enough to result in any alarms. The reported superficial damage to the driveline could not be confirmed through this evaluation as no images depicting the damage were submitted and no product was returned. The submitted log file appeared to capture the pump operating as intended at the set speed. Although a specific cause for the reported damage could not be conclusively determined, it would not have contributed to any electrical issues. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4). No further events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced several speed drops that appeared to be associated with pulsatility index (pi) events. The patient's driveline was very torn up with concern for short to shield.